Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) number: k926214. Visual inspection of the actual sample found that the outer layer had been peeled off and wire had been exposed over approximately 3mm from the distal end. Microscopic inspection of the actual sample found that the fractured section of outer layer had the torn shape. No anomaly such as a scratch was found in other sections. Electron microscopic inspection of the actual sample found that the outer layer had been wrinkled in the vicinity of fractured section. There was a fixed size cut mark (the mark created when cutting the wire during manufacturing) on the top surface of wire similar to that on the regular product. This condition was similar to the distal end of wire of the regular product. Therefore, it was likely that the wire was not missing, and the outer layer at the distal end was partially peeled off. Confirmation of dimension: the outer diameter of main body: it met the factory's specifications. No anomaly was found. History investigation of the product with the involved product code/lot number found no anomaly in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found. We have been aware that when the product was removed while applying clipping force in the vicinity of distal end, the outer layer at the distal end fractured, and the wire at the distal end exposed. Simulation test: the simulated product had the following characteristics. The outer layer at the distal end fractured, and the wire at the distal end exposed. The fractured section of outer layer had the torn shape. These conditions were likely to be similar to those of the actual sample. It was likely that since the actual sample was removed while applying clipping force at the distal end for some factor, the outer layer was torn at approximately 3mm from the distal end and was detached. In addition, the wire was not missing, but the outer layer at the distal end was missing by approximately 3mm. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that in a case of cerebral embolism, a puncture was performed using an 18g cannula via a femoral approach. However, since the puncture was not successful, the puncture was performed again, and the involved wire was inserted. Then, the guiding sheath (fubuki) was raised to the target position. After the dilator was removed, an angiography was performed using a 4 french angiographic catheter. There was no discomfort while manipulating the wire. The user did not recall clearly when he first noticed something was wrong with the involved product. He explained that it was noticed when removing the dilator or inserting the contrast catheter while also removing and inserting the guidewire. It was unknown whether the patient harmed, or medical intervention was performed. However, from the circumstances of the event, it could not be ruled out whether the broken piece remained inside the patient's body. The procedure outcome was not reported, and the patient's impact was unknown.